Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the catheter stopped aspirating. An avx thrombectomy set was selected to treat a left arm dialysis graft. After priming the catheter "normally," the vessel was entered and 18-20 seconds into the first pass, the catheter stopped aspirating, it locked up. The catheter was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as stable.